Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm readings showed low throughout the day, so he continued eating sugar based on the ccgm readings. By evening, the patient was feeling dizzy, developed a headache, felt disoriented, and had trouble breathing. He slept most of the day and did not perform a fingerstick test. He eventually called an ambulance, and when ems arrived, his bgfs was over 500 mg/dl while his cgm was reading 70 mg/dl. He was transported to the hospital, where his bgfs was 427 mg/dl and the cgm showed 72 mg/dl. He was treated with IV insulin and discharged home in less than 24 hours. The patient reported that his head was still hurting at the time of the interaction. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.